Event description:
It was reported via social media that the patient's spinal cord stimulator (scs) was non-functional and had caused more pain. The patient underwent an explant procedure. No further information could be obtained.